Manufacturer narrative:
H3 - device evaluated by manufacturer: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. Device analysis determined the condition of the returned device was consistent with the reported information of an unexpected shut down.

Event description:
It was reported that the blades stopped spinning. The target lesion was the superficial femoral artery. A jetstream xc catheter was in use when the blades shut down during the first pass of engaging the lesion. The catheter was backed out and a restart was attempted. However, a new catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
H3 - device evaluated by manufacturer: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. Device analysis determined the condition of the returned device was consistent with the reported information of an unexpected shut down. H6 - evaluation conclusion code: updated to quality control deficiency.

Event description:
It was reported that the blades stopped spinning. The target lesion was the superficial femoral artery. A jetstream xc catheter was in use when the blades shut down during the first pass of engaging the lesion. The catheter was backed out and a restart was attempted. However, a new catheter was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the blades stopped spinning. The target lesion was the superficial femoral artery. A jetstream xc catheter was in use when the blades shut down during the first pass of engaging the lesion. The catheter was backed out and a restart was attempted. However, a new catheter was used to complete the procedure. There were no patient complications.